Event description:
Boston scientific received information that this left ventricular lead dislodged. A lead revision procedure was performed where the lead was explanted. There were no adverse patient effects reported. The lead is to be returned for analysis.

Event description:
The lead has been returned for analysis.

Manufacturer narrative:
The lead has not yet been returned for analysis. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.